Manufacturer narrative:
The insulin pump received with constant motor communication error alarm followed by unexpected off no power alarm due to corroded electronic assembly. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify insulin pump alarm due to motor communication error alarm. Device had minor scratched lcd window, cracked case at display window corners, broken battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor communication error. The patient's blood glucose at the time of incident was 160 mg/dl. The customer cleared the alarm but another alarm recurred. The battery was removed for twelve hours and reinserted but the insulin pump would not function properly. The insulin pump would keep resetting. The insulin pump may have also alarmed off no power. The insulin pump will be returned for analysis.